Event description:
It was reported that when the lead was removed from the plastic casing, the tip was bent. The lead was consequently not used. There was no patient injury and they recovered fully.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. (B)(4). Final analysis of the lead found the tip of the lead was bent at the #0 electrode. Final analysis of the stylet found no significant anomaly. The wire was bent.

Manufacturer narrative:
(B)(4).